Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the there had been a lead warning and pacing impedance of 274 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched; full lead in segments returned and analyzed.